Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required", ¿and ¿ventilator inoperative¿ codes were found in the ventilator's downloaded error log. The device's system board and internal battery needs to be replaced to address the issue.